Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no functional issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a certas valve was implanted in a patient via v-p shunt on (B)(6) 2021, with setting 4. On (B)(6) 2021, the patient had gait disturbance and the set pressure was lowered to setting 2. The patient's symptom did not change. On (B)(6) 2021, the patient had disorientation, and ventricular enlargement was confirmed by MRI, so the set pressure was lowered to setting 1, and the patient's symptoms improved. On (B)(6) 2021, the patient had disorientation, and confirmed by MRI, ventricular enlargement was observed, flushing was performed, but the patient's symptom did not improve. On (B)(6) the patient had disorientation, and confirmed by MRI, ventricular reduction was observed, the valve was removed and replaced on (B)(6) 2021. The patients¿ symptoms improved.